Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced urinary incontinence ("trouble holding your bladder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased and urinary incontinence outcome was unknown. The reporter considered medical device removal, urinary incontinence and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event medical device removal and weight gain were added and case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.